Event description:
A customer in (B)(6) notified biomérieux of a data mix-up while using vitek®2 module EU (reference 27202). As an example, it appears that the isolate number 80270101-1 is linked in lis to two (2) patient records. Patient/specimen for 80270101: lab_identification create_timestamp last_name 80270101 (B)(6) 2018 08:52 am patient 3, 80270101 (B)(6) 2018 11:38 am patient 4. Vitek 2 has associated an old result named with the same ID to a new patient. The old result was dated 4 months ago. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed in response to a customer complaint that after updating to vitek 2 systems version 8.01, patient information was incorrectly linked to isolate results run in the 7.01 version of vitek 2 systems software. The customer claimed that results were incorrectly linked to the wrong patient. The customer workflow was determined from the complaint information and by examination of logs, but the issue could not be reproduced using the same workflow during this investigation. The customer's claim that the isolate results were sent to their lis with the wrong patient is the result of the inactive (B)(6) isolate having been correctly associated with the patient from (B)(6) 2018 and the customer having had sent another patient/specimen order on (B)(6) 2018 with the same specimen ID for another patient. Subsequently no card/isolate for patient/specimen (B)(6) was ever created on or after (B)(6) 2018 so isolate results were never sent by the vitek 2 systems software for patient/specimen (B)(6) because they did not exist. In conclusion, there was no evidence that results were linked to an incorrect patient in the vitek 2 systems software. Review of the evidence, review of the vitek 2 systems software source code and testing did not conclude the potential for this to occur from within the vitek 2 systems software. There have been no other reports of this anomaly from any customers who have upgrade to version 8.01 or prior versions.